Event description:
The customer obtained non-reproducible, higher than expected vitros trop I es results for multiple patient samples (patient 1 = 0.64 ng/ml; patient 2 = 0.582 ng/ml) processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeated the samples for the affected patients (repeat of patient 1 is 0.031 ng/ml; repeat of patient 2 is 0.012 ng/ml). The affected patient results were not reported to the clinician. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros trop I es results were obtained for multiple patient samples. The samples involved were not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. An ocd field engineer performed "as needed" maintenance to multiple subsystems on the vitros eci analyzer. A definitive root cause for the event could not be determined. However, improper pre-analytical sample processing and/or a reagent or equipment related issue cannot be ruled out as possible contributing factors.